Event description:
It was reported that the patient's pump had flipped. The patient stated that their physician planned to do surgery to resolve the flipped pump. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).